Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating that a possible device malfunction had occured. It was also noted that the tachy mode of the device was changed to off.